Event description:
The pt reported a lap-band port leak.

Manufacturer narrative:
Tapper unk. The rptr of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The product has not been explanted and the additional info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."